Event description:
It was reported that a bilateral patient had revision surgery in the left hip due to adverse reaction duet to metal debris, metallosis, large fluid collection with debris and corrosion material at the head and neck junction.